Event description:
Country of complaint: (B)(6). Suture frays during hysterorrhaphy of uterus and does not hold close.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site eval: eval is on-going.